Manufacturer narrative:
H.6. Investigation: one photo displaying a loose 3ml syringe was received and evaluated. It was observed the printed scale on the syringe was significantly skewed and cutoff after the 2ml marking, which was rejectable per product specification. The potential root cause for the skewed scale defect is associated with the marking process. The lot number is unknown, therefore the defective rate cannot be identified and the device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the increments on the side of the syringe were crooked and incorrect. Caller reported the increments printed on the side of their syringe were crooked and incorrect. Number of occurrences ¿ 1. Did the caller insert the needle into the cartridge and encounter fill resistance? ¿ no. Product with issue - bd 3ml syringe, pn 309657. Product lot # - unavailable, did issue cause any injury? ¿ no, did customer require medical intervention? ¿ no, is product manufactured by bd? - yes, sample is available for investigation. (Contact: resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to send replacement cartridges. Customer acknowledged and understood."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that syringe 3ml ll 200 s/c had a scale marking issue. The following information was provided by the initial reporter: "it was reported that the increments on the side of the syringe were crooked and incorrect. Caller reported the increments printed on the side of their syringe were crooked and incorrect. Number of occurrences - 1 did the caller insert the nee,dle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657 product lot # - unavailable, did issue cause any injury? - no, did customer require medical intervention? - no. Is product manufactured by bd? - yes, sample is available for investigation. (Contact: resolution - cts explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge. No further tandem follow up is required. Cts to send replacement cartridges. Customer acknowledged and understood."